Event description:
It was reported that the patient underwent a revision approximately 8 months post implantation. It was noted that the tibial base plate was loose due to extreme posterior slope. The revising surgeon stated the posterior slope was around 15 degrees. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was further reported that the revision was due to mid flexion instability due to extreme posterior slope.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:b4; b5; g3; g6; h1; h2; h3; h6visual examination of the provided picture identified a porous tibial plate with foreign material on it. As the device was not returned no further evaluations could be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found.radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: suspected abnormally elevated posterior slope of the tibial implant as noted. Implant fit and overall knee alignment are maintained. Bone quality appears osteopenic. There is no radiographic evidence of tibial implant loosening.improper preparation and resecting of the tibial plateau can lead to an incorrect tibial slope. Detailed instructions for preparing and resecting the tibia are located in [persona the personalized knee surgical technique. The root cause is attributed to use error.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.